Event description:
It was reported this event occurred in the operating room. The pt was a (B)(6) male weighing (B)(6). The insertion site was the right internal jugular vein. The pt had a diagnosis of history of esrd, hypertension and was on hemodialysis. Medications were benadryl, sensiopal, norvasc, neurontin, lopid, coreg, epogen, and cancidas. While removing the guide wire through the catheter over needle assembly, resistance was met and the guide wire broke. The piece of wire was surgically removed during surgery by a vascular surgeon. A death of this pt is reported. It is not known if the event contributed to the demise of the pt. Additional info received on (B)(4) 2012, from the risk mgmt dept. States that they do not believe the event had anything to do with the demise of the pt. It was mentioned that the pt was critically ill with a kidney condition.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.